Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported that during equipment inspection, it was discovered that three motor devices were running hot. It was further reported that the devices were not running. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A visual and functional assessment was performed and the device passed all assessments. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the thermistor assessment failed. It was further determined that the flex circuit was worn out and cracked which caused the failed thermistor assessment. The assignable root cause was determined to be due to worn out motor component from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.